Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found one of clips were missing/detached from the connector and was not returned for inspection. Additionally, the endoscope side connector was inspected and found scratches on the stainless-steel portion of the slide adapter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the connecting tube was broken and cracked in the reprocessing basin. There were no reports of patient harm. This event is related to the following patient identifiers: (B)(6) (oer-elite); (B)(6) (connecting tube); (B)(6) (connecting tube).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.